Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Customer used a new tandem usb cable and the pump charged successfully. The customer¿s blood glucose levels ranged from 200 (mg/dl) to 400 (mg/dl).